Event description:
An altitude alarm occurred with the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer did not need to replace the cartridge and was able to resume insulin with the original cartridge after receiving tips from technical support to prevent future altitude alarms.